Event description:
A (B)(6) female with end stage renal disease was undergoing a right brachio-brachial arterio-venous forearm loop graft placement. During third part of procedure, the anesthesiologist stated the anesthesia machine was not working and patient was de-saturating. The bellows collapsed, would not re-inflate and showed a leak. Procedure was paused; patient was manually oxygenated by anesthesiologist. Anesthesia tech arrived to room and replaced the patient circuit and flow sensor (did not keep). Anesthesiologist maintained patient saturation above 90 percent and patient fully recovered from anesthesia.